Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device could not be re-opened during a laparotomy. This occurred at the end of the procedure and the device was not applied to tissue. There was no pt injury reported. The device was returned for evaluation with the knife blade exposed.